Event description:
It was reported that per provider when taking device out to prepare to deliver to end user, the following defects were identified during their inspection: a head tube cap was missing. Wheel lock tip was split. This was one event ((B)(4) wheelchair).